Manufacturer narrative:
The investigation into the low pump flow issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. A big chunk of biomaterial observed in the inlet cage. There were no broken blades found and no cannula kink observed. The cause of the low pump flow was biomaterial ingestion. To conform to updated procedures, section d6 has revised with updated information.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During impella 5.5 support, suction and aortic placement signal and left ventricle placement signal were decoupled. The impella position was four and a half centimeters to the aortic valve. The impella was pushed another one centimeter into the left ventricle but suction did not change. The impella was pulled back into the aorta. As proper flow was unable to be achieved, the impella was explanted and a new one was placed. The explanted pump was noted to have biomaterial in the cannula.